Manufacturer narrative:
The initial MDR 2432235-2020-00372 was filed on 20-aug-2020. Additional information (10-dec-2020): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found and cleaned a dry white residue from under the wash block. The wash block tubing connections were tightened. Total human chorionic godanotropin (thcg) test result precision was evaluated following the service activities and found to be acceptable. No other issues have been reported by the customer since the service visit. The cause of the falsely elevated thcg test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed. Section h6 adverse event problem codes were updated.

Manufacturer narrative:
The customer contacted siemens to report that a falsely elevated total human chorionic gonadotropin (thcg) test result was obtained from an atellica im 1300 instrument. Siemens is investigating the issue.

Event description:
A sample was tested for total human chorionic gonadotropin (thcg) using an atellica im 1300 instrument and a negative test result was obtained. The result was reported to the physician(s). The same sample was repeated by accident and a falsely elevated thcg test result was obtained. The result was not reported to the physician(s). The same sample was repeated a second time with the result confirming the initial negative test result. A second sample was requested and tested on an alternate analyzer with the result confirming the initial negative test result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg test result.